Event description:
Both marker bands detached when removing the introducer thru scarred vessel. No advancement difficulties noted but resistance was noted when removing the introducer. Upon removal of the introducer from the pt, both marker bands were missing. A snare was used to retrieve the indwelling bands with no further complications reported.